Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a cervical myelogram on (B)(6) where the contrast was injected in their low spine where the device was. The patient had pain shoot up the right side of their back. The test was finished. A few days after, the patient continued to have a side ache that was now on both sides of their rib cage. The pain went up into their shoulder blades and had continued since the onset. It was reported that the patient's medical event may have affected the system. An x-ray was taken but the caller did not know the results. The patient was requesting a manufacturer representative to meet for reprogramming. No further complications were reported.